Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failures alarm. The customer's blood glucose level was 72 mg/dl. Self test was performed and the error recurred. Troubleshooting was performed and the customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests; however, hardware low level failures is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing.